Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent tvh, anterior and posterior colporrhapy, and rigid cystourethroscopy due to stress urinary incontinence. It was also reported that the patient underwent mesh removal on (B)(6) 2010, and the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence, and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.